Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had two trials because their healthcare professional (hcp) thought the patient need more medication. When the hcp put too little in, "30 something", the patient "still had the heaviness happen". During the second trial, the medication was put on "75" and the patient was "paralyzed until it wore off". The drug used in this event was baclofen.